Event description:
Boston scientific received information that the tachycardia therapy of this implantable cardioverter defibrillator (ICD) was turned off and was set to a monitor only mode for an unknown reason. Attempts to obtain additional information were made but were unsuccessful. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.